Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced a misaligned stopper. The following information was provided by the initial reporter: a quality problem was observed by the chemotherapy production department at the pharmacy. During the production of an emergency chemotherapy, it was impossible to withdraw the correct volume of solvent from the luer-lock of the syringe. There were no clinical consequences as the product did not reach the patient, but this resulted in a delay in management.

Manufacturer narrative:
H.6. Investigation: one photo received for investigation. Upon visual inspection, it can be observed a syringe with the stopper misassembled. No additional defects can be seen that could lead to the defect noticed by customer. A device history review was performed for the reported lot 2110042 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause is associated when there is a misalignment of plunger-stopper-barrel in the assembly station during assembly process.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced a misaligned stopper. The following information was provided by the initial reporter: a quality problem was observed by the chemotherapy production department at the pharmacy. During the production of an emergency chemotherapy, it was impossible to withdraw the correct volume of solvent from the luer-lock of the syringe. There were no clinical consequences as the product did not reach the patient, but this resulted in a delay in management.